Event description:
A customer obtained erroneously high troponin (accu tni) results for two patients. The initial results were 1.23 and 0.68 ng/ml for patients a and b, respectively. Upon repeat testing lower results were obtained for both patients. The results were reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
All samples are centrifuged at 3,490 rpm for 10 minutes. Per customer, the collection tubes were filled to the proper fill volume and no visible fibrin was present. Qc was within the customer's established ranges prior to and after the event. A system check performed on (B)(4) 2009 met specifications. There were no errors posted to the event log associated with the erroneous results. A field service engineer (fse) was dispatched: the fse performed hardware verification testing and all results met specifications. The fse performed a preventive maintenance (pm) because that was due. Per fse, there no significant hardware findings that would have contributed to this event. No definitive root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.